Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Wife of the customer is calling on customer's behalf. Customer's normal range runs from 115 - 125mg/dl - fasting. Customer is comparing results to lab test; lab results were 159mg/dl and trueresult meter was 115mg/dl. Strip expiration date is 04/15/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 114mg/dl (B)(6) 2015 05:37:00 am fasting:yes; 115mg/dl (B)(6) 2015 05:46:00 am fasting:yes; 123mg/dl (B)(6) 2015 06:09:00 am fasting:yes; 139mg/dl (B)(6) 2015 06:22:00 am fasting:yes; 110mg/dl (B)(6) 2015 06:30:00 am fasting:yes.